Manufacturer narrative:
Reference record (B)(4). Additional information added to b5. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 03 oct 2022: in (B)(6) 2022, the patient underwent a gastroscopy for the purpose of assessing the situation of the peg tube and to try to replace it. During the examination, the peg tube was found to buried in a pocket of hypergranulation tissue and was not possible to remove it via usual method. It was reported that the peg tube will be replaced when the area heals.

Manufacturer narrative:
(B)(4). Catalog number in this report is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced clear secretion from the peg site and difficulties moving the tube. During a house visit, it was found that the peg tube didn't move and there was a buried bumper. A visit to the physician was scheduled.